Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, eccentric, 90% stenosed, mildly tortuous vessel in the right coronary artery (rca). The vessel diameter was 3.0mm and lesion length was 15mm. The 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was soaked in saline prior to use and had no resistance during removal of the protective sheath. The bdc was advanced without resistance, however, the device was prepared (air aspiration) inside the patient and the balloon ruptured during the first inflation at a pressure of 12 atmospheres (atms). A non-abbott bdc was used to complete the pre-dilatation procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.